Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00506 addresses the other device.it was reported to boston scientific corporation that two rotatable oval snares were used during a diagnostic colonoscopy with tumor removal performed on (B)(6), 2012. According to the complainant, no cautery was achieved with either snare; therefore, the procedure was completed with a competitor's snare and the same non-bsc generator. No issues with the active cord were reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found no issues, and the unit extended and retracted according to specifications. A resistance test was performed, which the unit passed. The condition of the returned device was not consistent with the complaint that the device failed to transmit current; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which would have contributed to the event.a review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00506 addresses the other device. It was reported to boston scientific corporation that two rotatable oval snares were used during a diagnostic colonoscopy with tumor removal performed on (B)(6) 2012. According to the complainant, no cautery was achieved with either snare; therefore, the procedure was completed with a competitor's snare and the same non-bsc generator. No issues with the active cord were reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - snare failed to deliver energy. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.